Manufacturer narrative:
Reportable as the patient has burning in the noise and upper lip. Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The salter respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen cannula is not changed out on a regular basis or as indicated on the packaging sores or irritations may result

Event description:
Ose piece is colored and patient is getting a burning sensation and rash. Patient is getting a burning sensation on her nose and got a really bad rash on her nose and top lip.

Manufacturer narrative:
Reportable as the patient has burning in the noise and upper lip. Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The salter respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen cannula is not changed out on a regular basis or as indicated on the packaging sores or irritations may result (B)(4). Device has been contaminated with an external substance (e.g, mold release agent, lotions, medications) which cause irritation. Using device for too long (may become rough or bacterially contaminated). Individual patient-specific hypersensitivity. Biocompatibility testing, including irritation and sensitivity has been performed on the materials used in salter labs products. All tested materials demonstrate good biocompatibility. The devices are manufactured with non-latex materials. The historical complaint rate is low (normalized). RMA-20017a rev 2: r3 identifies a skin irritation (e.g. Skin rash) as an extreme (7/10) severity. Based on this severity rating and product trending this does not meet the threshold for carb review and no CAPA will be initiated

Event description:
Ose piece is colored and patient is getting a burning sensation and rash. Patient is getting a burning sensation on her nose and got a really bad rash on her nose and top lip.